Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, allowing the pump to continue in use. The customer was instructed to contact support again if the malfunction recurred and acknowledged and understood these instructions.